Event description:
Boston scientific crm received information that this patient had a syncopal episode approximately three months ago and was not reported to a boston scientific employee until recently, when the patient was admitted to the emergency room (ER) with pacing inhibition and the chronic right ventricular lead displayed greater than 2500 ohms. The lead was explanted and this new 4136 lead was successfully implanted. The patients device had 50 percent of battery longevity remaining and was electively replaced at this lead revision. Four days post revision procedure, the 4136 right ventricular (rv) lead displayed loss of capture (loc) and poor sensing measurements. A lead revision procedure is planned for the near future. Implant and event dates are not available.